Event description:
It was reported the patient's stimulation device had low impedance readings of <250 ohms. The patient had a pretty bad fall and one lead was broken. The broken lead was determined by x-ray. The patient's other lead seemed to be intact, however, after testing each electrode no stimulation was felt by the patient. Three of the 8 electrodes had normal impedance values on that lead. Two electrodes had the <250 ohm readings. The patient was to be scheduled for a revision.